Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's current blood glucose was 531 mg/dl. The customer did experienced the symptoms such as nausea, abdominal pain, difficulty breathing, other light headed. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Automode feature was used during the time of event. The insulin pump will not be returned for analysis.